Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. Customer's blood glucose level was 38 mg/dl at the time of incident. Customer seems confused so customer checked blood glucose and it was 160 mg/dl. Customer will not return insulin pump for analysis.